Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump kept alarming no delivery and the customer had changed the infusion set and the reservoir. Customer stated this issue had never occurred to her before. The call was disconnected while customer was trying to get the serial number. Troubleshooting was not performed and customer's blood glucose was unknown. The device is not returning for further analysis.